Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) advised blue strip webbing is ripping. (B)(6) advised one side is ripped a third of the way.